Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a high readings issue with the freestyle libre sensor. The customer reported that he had self-treated with insulin based on unspecified high blood glucose values obtained on the sensor, and subsequently lost consciousness while driving. The customer reported sensor scan values of 68 mg/dl and 72 mg/dl at that time, as compared to a healthcare meter reading of 20 mg/dl obtained at the hospital. The customer was diagnosed with hypoglycemia, and treated with 30% glucose sublingual and 250 ml of 10% glucose via IV. Additional reading comparisons performed while at the hospital were provided as follows: (B)(6) 2020 10:56 a.m. Sensor value: 425 mg/dl vs. Reading obtained from libre built-in: 234 mg/dl and (B)(6) 2020 9:28 a.m. Sensor value: 386 mg/dl vs. Reading obtained from libre built-in: 219 mg/dl. No additional information was reported. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported a high readings issue with the freestyle libre sensor. The customer reported that he had self-treated with insulin based on unspecified high blood glucose values obtained on the sensor, and subsequently lost consciousness while driving. The customer reported sensor scan values of 68 mg/dl and 72 mg/dl at that time, as compared to a healthcare meter reading of 20 mg/dl obtained at the hospital. The customer was diagnosed with hypoglycemia, and treated with 30% glucose sublingual and 250 ml of 10% glucose via IV. Additional reading comparisons performed while at the hospital were provided as follows: (B)(6) 2020 10:56 a.m. Sensor value: 425 mg/dl vs. Reading obtained from libre built-in: 234 mg/dl and (B)(6) 2020 9:28 a.m. Sensor value: 386 mg/dl vs. Reading obtained from libre built-in: 219 mg/dl. No additional information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.